Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medsun uf/importer reports #(B)(4).

Event description:
Date of event is unknown procedure: laparoscopic. Event description: this complaint was generated from medsun uf/importer report #(B)(4). Model #: ctf03. Lot #: 1536652. During the procedure, the view became obstructed and when the camera was removed the surgical team noted that there were small shards of plastic. Additional information received from medsun #(B)(4) report via email on 07mar2025: beginning laparoscopic entry into patient abdomen view became obstructed at the muscle layer. Surgery team removed camera and noticed small shards of plastic. Team lead was phoned. Staff in the room obtained new [device name] camera, new trocar and removed old ones from the field. The surgery team irrigated port site/wound then proceeded by creating new port incision above original. Gained entry into the abdomen, assessed original port site and noted they did not completely enter the abdomen of the patient where the defective trocar was placed. Xray at end of case was obtained to ensure no further foreign bodies were present. No further clarification received from user facility, the account reported the same incident twice under #(B)(4) due to the matching information. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medsun uf/importer reports #(B)(4).

Event description:
Date of event is unknown. Procedure: laparoscopic. Event description: this complaint was generated from medsun uf/importer report # (B)(4). Model #: ctf03, lot #: 1536652. During the procedure, the view became obstructed and when the camera was removed the surgical team noted that there were small shards of plastic. Additional information received from medsun # (B)(4) report via email on 07mar2025: beginning laparoscopic entry into patient abdomen view became obstructed at the muscle layer. Surgery team removed camera and noticed small shards of plastic. Team lead was phoned. Staff in the room obtained new [device name] camera, new trocar and removed old ones from the field. The surgery team irrigated port site/wound then proceeded by creating new port incision above original. Gained entry into the abdomen, assessed original port site and noted they did not completely enter the abdomen of the patient where the defective trocar was placed. Xray at end of case was obtained to ensure no further foreign bodies were present. No further clarification received from user facility, the account reported the same incident twice under # (B)(4) and #(B)(4) due to the matching information. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Date of event is unknown procedure: laparoscopic. Event description: this complaint was generated from medsun uf/importer report #(B)(4). Model #: ctf03, lot #: 1536652. During the procedure, the view became obstructed and when the camera was removed the surgical team noted that there were small shards of plastic. Patient status: no patient injury or illness was reported.